Event description:
Per the clinic the device was explanted on (B)(6) 2023, due to incomplete insertion and limited auditory percept. The patient was reimplanted with another cochlear device during the same surgery.